Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a hyperglycemic episode, requiring paramedic intervention. The customer's transmitter keeps getting lost sensor. The customer's blood glucose was 134mg/dl. Customer received a new transmitter, but the wrong transmitter identification number was programmed in the insulin pump, leading to the inability to perform its essential function. The customer was assisted in reprogramming the transmitter identification number correctly. No further information reported.